Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that they heard their device alarm triggered and that they were told that there is a possible malfunction with the third lead. Follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.